Manufacturer narrative:
Customer name and address- postal code: (B)(4), phone: (B)(4). PMA/510(k) number- exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, prior to a urinary stone extraction, the sheath of an ncircle tipless stone extractor was discovered bent. The device was tested, and the basket was able to be closed and opened, but with resistance. The user thus elected to use a different device of the same type to complete the procedure. The device did not make patient contact. The patient did not experience any adverse effects due to this occurrence.

Event description:
No new patient or event information.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event summary: cook was informed of an incident involving a ncircle tipless stone extractor. The device reportedly was found to have a deformed/bent sheath upon opening the packaging during a urinary stone extraction procedure. Another device was used to complete the procedure. The patient reportedly experienced no harm as a result of the issue. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. The device was returned with the handle and the basket formation in the closed position. The mlla (male luer lock adapter) and collet knob were tight and secure. The polyethylene terephthalate tubing [pett] measured 2.6 cm in length. The basket sheath was bowed starting at the distal tip for a length of 3.5 cm. A function test determined the handle does actuate basket formation. A review of complaint history records shows one additional complaint received associated with this product lot which describes an issue that is not similar to this event. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. Based on the available information, cook has concluded that a cause for the device malfunction could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.